Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the lower left front corner of the top case were chipped out, and the bottom case and right plunger case was cracked. A review of the event history log (ehl) identified check clutch plunger lever. During the functional testing was unable to duplicate the check clutch error. The customer's reported issue of check clutch / plunger error was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. The pump had been dropped or mishandled by the customer. The root cause of the physical damage was due to impact to the device by the customer. Replaced top case, bottom case, and both plunger cases. Replaced lead screw and both clutch halves for preventative. Performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump had bottom plunger case, bottom case, battery bay door, top case, clutch issues. No patient injury reported